Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multi organ failure. Whether the outcome was device or therapy related was not provided.

Event description:
It was reported that the patient passed away due to multisystem organ failure (msof), right heart failure (rhf), and sepsis. Patient had acute/chronic rhf and was inotrope dependent on long term home milrinone and history of arrhythmias. They were admitted with acute kidney injury (aki) requiring hemodialysis. The patient went into cardiogenic and septic shock requiring intubation and was septic with kleb bacteremia and pneumonia. At end of life, the patient was in msof on maximum vasopressors and on inotropic support. The patient passed away due to rhf, renal failure, respiratory failure, liver failure. Care was withdrawn.

Manufacturer narrative:
H6: health effect - clinical codes: cardiogenic shock (2262), septic shock (2068), respiratory failure (2484). Manufacturer's investigation conclusion: a specific cause for the patient's infection and sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported events and subsequent patient outcome could not be conclusively established. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, sepsis and multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.